Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that portions of the touchscreen are delayed in responding to presses. During troubleshooting with tandem technical support the customer had to press the buttons on the bottom left corner of the screen multiple times for the pump to respond. Customer's blood glucose level was not impacted.